Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator alarmed due to a machine and proximal pressure reference failure and stopped operating. There was no patient involvement.

Manufacturer narrative:
The manufacturer's service engineer was able to duplicate the reported problem. The manufacturer's service engineer repaired the unit by replacing the motor controller to data acquisition cable. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Check test was performed then no abnormality was confirmed.